Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports defective pump freedom. She states the bd 50-60 ml l/l bd (becton dickinson) does not work with the needles and she cannot get it to work she also said the notification in the pump says not to use these needles either asked lead and the supply is what always goes with the pump. Rph (registered pharmacist) took over the call from here and stated the syringe will work without the adaptor so remove the attachment she took over the call from here. Pt had visit with home health nurse for teach and train an pt concluded that the syringe was inserted correctly and pump would not hold the syringe in place. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Diagnosis for use: common variable immunodeficiency, unspec.